Event description:
Original date of surgery is unknown. In a revision surgery performed by a new doctor on (B)(6) 2023, the company's pedicle screws were collected broken as speculated by the (B)(6) 2023 in a 7 month follow up x-ray report. A subsequent (B)(6) 2023 surgery took place and replaced the previous spinal instrumentation. The l3-s1 construct was replaced with longer l2-s1 , providing supplementary points of fixation to enhance the patient's anatomical strength of failed fusion. The intent of the communication serves as a retrospective notification. The 7 month follow up x-ray requested 3 month prior ((B)(6) 2023) to new surgery in (B)(6) 2023 revealed a non-fusion and a broken l5 and s1 screws with severe adjacent l2 level stenosis. Underbuilt construct l3 to s1 was expanded to l2 to s1. There is no known mechanism for failure and the date of first surgery was undisclosed. Pre-op and post-op x-rays were not provided and the parts were not returned for further evaluation. Patient is doing well and there are no notification of harm or injury. Without further information regarding implants/images the case is deemed indeterminate.